Manufacturer narrative:
Testing and investigation found the device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.81ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). The device history was downloaded at the service center. A review of the history indicates that on 02/22/2010, at 1642, the device was programmed for continuous and bolus delivery in mg, 8mg/ml concentration, a 8mg/hr rate, a 12mg bolus dose, 30 min pt. Lockout, a 128mg 4 hour limit, a 800mg container size, 2ml air sensitivity keypad was locked and the delivery was started. Between 1643 and 2337, there were 6 pt initiated bolus deliveries. A new date stamp of (B)(6)2010 occurred. Between 0015 and 1044, there were 11 pt initiated bolus deliveries and 22 unmet demands. At 1049, the infusion was stopped, started and 1 unmet bolus demand. At 1050, the keypad was unlocked and the infusion was stopped. At 1051, an 8mg loading dose was programmed and delivered. At 1052, infusion started. Between 1126 and 1127, there was 1 pt initiated bolus delivery and 4 unmet bolus demands. Between 1133 and 1134, the infusion was stopped and the device was powered off. Review of device history indicated the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date and time, the device was programmed to deliver oxynorm 8mg/ml and the delivery was started. No specific programming parameters were provided. The customer contact reported on 02/23/2010, at an unspecified time, the nurse reported the display indicated the 50ml delivered; however, the container was almost full. The device was removed from clinical service. Therapy was resumed using a replacement device. The patient reported "an awful night" and a pain evaluation of 10; however, no medical interventions were required. Though requested, no additional information was provided.